Manufacturer narrative:
The pump was not explanted from the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the patient expired and the reported cause of death was "uncontrollable infection." Additional information received indicated that the suspected source of the infection was in the driveline. The patient had suffered a driveline infection for over 2 years and was being treated with intravenous antibiotics.